Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed and no anomalies were found.

Manufacturer narrative:
Concomitant medical devices: 5071 lead, implanted (B)(6) 2009. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead for short ventricular intervals. A spike in bipolar impedance was also observed at the time of the alert. It was also reported that an episode of ventricular fibrillation (vf) was not treated and the patient, who had an agonal rhythm, expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.